Manufacturer narrative:
(B)(4). The device or sample has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during 30 minutes of operation, the user tried to ligate a patient's vessel, but it failed because the clips did not lock. A new unit was opened. No clips fell in the patient.

Manufacturer narrative:
(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73e1700157 was manufactured on 05/08/2017 a total of (B)(4) pieces. Lot was released on 05/11/2017. DHR investigation did not show issues related to complaint. The customer returned one clip from unit 544240 hemolok l clips 6/cart 84/box for investigation. The cartridge was not returned. The loose clip was visually examined with and without magnification. Visual examination revealed that the clip appears used as there is biological material present on the clip. The clip was damaged on one side of the hook as there was a divot in the clip. The pierced boss on the side of the divot was also damaged due to the divot. The sample was dimensionally inspected (see dimensional inspection section) to ensure the width of the hook and the width between the pierced bosses were within the specifications so that the clip should be able to close properly. Both dimensions were within the specifications. R & d was consulted and it was concluded that the divot was most likely caused by a heat source, such as a cautery tool. It appears that a heating instrument (possibly a cautery tool) was being used with the clip applier and the heating instrument briefly made contact with the clip, causing the clip to melt and form a divot where it melted. When the clip was trying to close, the pierced boss got stopped by the divot which prevented the clip from closing. The appliers were not returned. It is unlikely that the damage observed to the clip was present when the device left the manufacturing site. Therefore, the damage most likely occurred during use. The width of the hook and the width between the pierced bosses were measured and compared to product specifications (m04080). The hook width was measured to be .0515" which fits within the tolerances of .050" +.002"/-.001". The width between the pierced bosses was measured to be .052" which fits within the tolerances of .050" +.002"/-.001". No dimensional issues were found to suggest that the clip would be unable to close. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "unable to ligate" was confirmed based upon the sample received. One loose clip was returned. The cartridge was not returned. The clip was damaged on one side of the hook as there was a divot in the clip. The pierced boss on the side of the divot was also damaged due to the divot. The sample was dimensionally inspected to ensure the width of the hook and the width between the pierced bosses were within the specifications so that the clip should be able to close properly. Both dimensions were within the specifications. R & d was consulted and it was concluded that the divot was most likely caused by a heat source, such as a cautery tool. It appears that a heating instrument (possibly a cautery tool) was being used with the clip applier and the heating instrument briefly made contact with the clip, causing the clip to melt and form a divot where it melted. When the clip was trying to close, the pierced boss got stopped by the divot which prevented the clip from closing. It is unlikely that the damage observed to the clip was present when the device left the manufacturing site. Therefore, the damage most likely occurred during use. A device history record review was performed on the device and showed no evidence to suggest a manufacturing related issue. Based upon the damage observed, operational context caused or contributed to this event.

Event description:
It was reported that during 30 minutes of operation, the user tried to ligate a patient's vessel, but it failed because the clips did not lock. A new unit was opened. No clips fell in the patient.

Manufacturer narrative:
(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73e1700157 was manufactured on 05/08/2017 a total of 17,446 pieces. Lot was released on (B)(6) 2017. DHR investigation did not show issues related to complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that during 30 minutes of operation, the user tried to ligate a patient's vessel, but it failed because the clips did not lock. A new unit was opened. No clips fell in the patient.